Event description:
It was reported that the patient underwent a sling procedure during 2002. At 8 months post operatively patient began to have vaginal extrusion and pain. A small portion of tape exposure was seen in the fornix of the vagina. The physician removed the section of the tape. The patient then complained of feeling the tape. During 06/2003, the physician found a few strands of mesh. The physician removed a larger portion of the tape but did not remove the tape in the retropubic area. The last time the physician spoke to the patient patient was still continent of urine. The physician stated that he could not determine the cause of the exposure but acknowledged that surgical technique is one possibility.